Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/30/2023, an FDA medwatch notification was received via email. It was anonymously reported that an ar-8770-01 driver shaft head broke during hardware removal. The broken fragments were removed and an x-ray was taken to confirm the object was removed. This was discovered during a procedure on (B)(6) 2023.